Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a distorted (noisy) video when angling, and a burnt tip body and tip cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the video distorted when angling occurred due to connector damage or poor contact. The cause for the burnt components is presumed to have occurred due to the use of a high-frequency instrument not far enough from the tip of the instrument. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.